Event description:
Per summons: pt is a (B)(6)-patient with spinal bifida. Pt has multiple hospital admissions and received multiple piccs at hospitals a, hospital d, and hospital e. Pt was admitted to hospital d on (B)(6) 2009, for extensive edema of both upper extremities. A venous doppler study on (B)(6) 2009 revealed an occlusive thrombus in the left upper extremity involving a subclavian axillary proximal aspect of the brachial vein. Pt also had a non occlusive thrombus in the right brachial vein. Relator than reviewed the charts from hospital a, hospital d, hospital e, and a nursing home to determine if he had previous PICC lines. It was documented that pt was hospitalized acute renal failure in is admission on (B)(6) 2009. We subsequently learned that renal failure would be a contraindication in placing a PICC. A PICC was placed on (B)(6) 2009 by radiology in the right basilic vein. Pt also has an extensive history of renal stones. Pt had multiple courses of antibiotics some of which were probably caused by his indwelling PICC line. A midline would have been more appropriate, but was not available at hospital a, hospital d, or hospital e. Only (B)(6), 2009, hospital e's nurse's notes document a PICC line in the pt's right arm a nurse's assessment indicated that the pt was transferred to hospital a, and they placed a PICC line and discharged him with known renal failure. They discharged him back to the nursing home on (B)(6) 2009 with the unnecessary PICC line, which was not being used. It should have been removed, but the case manager discharged him with the unnecessary PICC line. This is further documented in the nursing home nurse's notes, which show that the pt returned from hospital a with PICC line and nephrostomy tube. He had been discharged in the nursing by the nurse case manager before the lines were removed. Despite documented renal disease with high potential for requiring a fistula for dialysis, he had multiple PICC's. The nursing home nurses notes of (B)(6) 2009, document the presence of the PICC line in the right arm. Pt was admitted to hospital d on (B)(6) 2009 with probable catheter sepsis. Laboratory I (B)(6) 2009 from (B)(6) documented that the pt has creatinine clearance of 20 and 23 ml/min diagnostic of end stage v chronic kidney disease. This pt has had multiple piccs inserted in multiple institutions despite a significant contraindication, chronic renal failure. There is also a renal consult from his hospital a admission of (B)(6) 2009 where the reason for consultation is acute kidney insufficiency, further documenting that a PICC line was inserted someone with a contraindication and it was probably not adequately disclosed in the consent. He also had positive blood cultures which were likely due to a catheter sepsis.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation. A lot history review (lhr) is not possible, as no mfg lot number has been provided by the complainant.